Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an ins replacement on the right side two days ago. He saw the patient on (B)(6) 2020 and the battery was at 2.94v at the time. The implant reached eos all of a sudden. An impedance check showed 2 & 1 had less than 250 ohms. The patient was programmed 2 & 1, 5.6 volts 60 usec and 180 hz. During the procedure, the extension came out without having to loosen the setscrew. A new extension was placed to see if the short would resolve but it didn't. The physician decided to put the old extension in place and the rep was able to program around the issue to allow the patient to get tremor control. It is unknown if the physician will go back in to replace the extension. The short was thought to have contributed to the early depletion. Additional information was received from a manufacturer representative (rep) reporting the cause was not determined. The devices were explanted on (B)(6) 2020 and the ins was discarded. The patient was reprogrammed to use contact pairing that did not have a short circuit (0+,1-) instead of where the short was (1+,2-). The short remains on an electrode impedance test but not on a therapy impedance because they are on a different pairing. No other actions were taken other than reprogramming at this time.